Event description:
It is reported that device was implanted in 1998. Device was implanted with a competitor ceramic head and a competitor screw. Post-op, in 2-005, the device was revised due to poly wear and osteolysis.